Event description:
Per the clinic, the patient experienced a migration of the electrode. The device was re-positioned on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on july 24, 2023.